Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital would not release.

Event description:
It was reported that the doctor washed out a left knee that had a primary total knee already implanted. He took out the poly insert, and replaced it with a new poly insert after the knee was washed out.